Event description:
It was reported that 20 minutes into a da vinci prostatectomy procedure, an error message was received indicating that an instrument arm may be stowed incorrectly. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the surgical staff undock all of the system arms, power off the surgeon console and reseat a system cable. The system was restarted and the same error message occurred after homing was completed. The surgeon made the decision to abort the planned surgical procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted field service engineering concluded that the system error message experienced by the customer was associated with a setup joint (suj) arm z-axis string pot. The suj is an unpowered arm located on the patient side cart that operates as a configurable support for the powered instrument arm. The reported message occurs when the reading from the vertical sliding joint on the suj is consistent with the arm being stowed (not ready for surgery). The system was repaired by replacing the affected z-axis string pot. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.